Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the harvesting tool handle. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled from the tip but remained attached at the base. The silicone insulation was intact on the hot jaw. Tissue and charred material were observed on the jaws. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled silicone insulation".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during use the insulation on the jaws peeled back from the tip. The piece fell off after the hp was pulled out of the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during use the insulation on the jaws peeled back from the tip. The piece fell off after the hp was pulled out of the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.